Event description:
Information received from the article, fischer s, perez ma, kurre w, et al. Pipeline embolization device for the treatment of intra- and extracranial fusiform and dissecting aneurysms: initial experience and long-term follow-up. Neurosurgery. 2014 oct; 75(4):364-374. A total of 65 patients (41 females and 31 males) with 69 fusiform or dissecting aneurysms (38 located in the posterior circulation and 31 located in the anterior circulation) underwent endovascular ped (pipeline embolization device) treatment. Six cases experienced ped deployment difficulty. It was reported that there were nine cases that required post-dilation of the pipelines in order to achieve full wall apposition. The method of post dilation was unknown.

Manufacturer narrative:
The devices involved in the events will not be returned for evaluation as they were implanted in the patients.the other devices involved in the events are as follows:model#: not reported / lot#: not reported / dom: n/a / exp: n/a (qty. 8). (B)(4).